Event description:
Caller reported that on 05/05/2006 the pt received an 07 (system alarm) on his device. The pt was able to clear the alarm message by changing the batteries, but since receiving the alarm the pt's blood glucose has been elevated (400-500 mg/dl). The pt stated that when he has a high blood glucose reading he has to administer injection therapy to bring his blood glucose down. The pt also stated that his device had been exposed to a CT scan and that is when he received the 07 alarm. The pt reported that he has not been ill recently, but does receive dialysis and has been for the past 6 months. The pt did not report any physical symptoms with his high blood glucose reading and did not need any medical attention to address his blood glucose. The device has been requested for return to be evaluated.